Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and health care provider (hcp) reported that the implantable neurostimulator (ins) still didn¿t work after it was replaced on (B)(6) 2016. They set it low on 4 and the other one ran at 7.5. The patient always had pain and still had pain, but their pain now was getting less and less and less. The patient would see their hcp next week. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.